Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose level was 400 mg/dl. The patient began feeling sick and was taken to the hospital. The patient's blood glucose level was 516 mg/dl after she got to the hospital and the patient started vomiting. The patient's mother took her to the hospital because, she was concerned of ketoacidosis. The patient thinks the infusion device occluded but did not display an error or message. The patient was in the hospital for three days. The patient gave herself an injection of insulin. The patient was given reliveran for two days and omeprazole for fifteen days. The infusion device was requested to be returned for evaluation.